Manufacturer narrative:
H3, h6) the instrument has not returned to the manufacturer for analysis.  H6) multiple annex a codes were applied to capture the event. A0709 captures the camera not recognizing the instrument, a23 captures the camera producing a sound when the probe was inserted, and a1102 captures the "localizer not connected" error message. A1-5: select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the camera could not recognize the entire instrument, so the navigation was replaced with a different one and then the operation was completed. Upon verification, the camera produced a sound when the active probe was inserted into the main cart, and all of the devices were not recognized using "localizer not connected". After waiting for a while, the condition improved by removing and re-inserting the device. There was no reproducibility with the other probe. The active probe was replaced as a result. There was no impact to patient's outcome and there was no surgical delay time.

Manufacturer narrative:
The probe was returned for analysis. Functional testing determined that the device was functioning as designed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The navigation system was replaced with another one.